Manufacturer narrative:
Device received intermittent button response due to corroded keypad traces. No button error alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also had button issue. Troubleshooting was performed for button issue. Customer changed the batteries but the issue reoccurred. Customer was advised to observe the time clock and time advanced. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare provider instruction. Insulin pump will be returning for analysis.